Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the audio bolus keypad button did not respond to user inputs during testing.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The audio bolus keypad button is reportedly unresponsive when pressed. The keypad is intact. There was no adverse event associated with this complaint.